Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10 results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a xdcr pt801 failure. This is a known issue which can be referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.